Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device turns on by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer performed troubleshooting with the remote service engineer (rse). The rse informed the customer that a replacement of the user interface (ui) printed circuit board assembly (pcba) would be required but the customer would also need to upgrade their 1st generation light crystal display (lcd) as well. The rse provided the customer with the part number of the ui pcba.